Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing or revisions with us durom cups where the initial implant date occurred after the re-launch of the use durom cups. The need for further corrective measures is not indicated at this time. The distribution of this product is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of a durom acetabular cup. It was reported that the pt rec'd a durom hip generic on the left side on (B)(6) 2009 and underwent revision surgery on (B)(6) 2012 due to pain, decreased function and other unspecified injuries.